Event description:
A sterile device was pulled from inventory by (B)(4) for testing purposes.

Manufacturer narrative:
(B)(4). During testing, the device exhibited continuous activation and a two switch activation error. During hi-piot testing at 10 volt, the device failed diaelectric for hand-activation.